Event description:
The consumer's aide alleges she was cut on a sharp edge on the brake when she was unlocking the brake.

Manufacturer narrative:
Consumer alleges they contacted a sharp edge on their chair, which caused a bruise and they bled. User alleges they went to a doctor and was given shots and medicine. Injury is unconfirmed. No serial number has been provided. Its not known if chair was impacted and a burr developed. No history to suggest product problem. MDR filed as a conservative measure based on medical treatment.